Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing heart problem and stated that pacemaker was not working properly. Also, the patient stated that the device was pacing at thirteen percent only. To date, the device remains in service. No adverse patient effects were reported.